Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.

Event description:
The customer called to report that the insulin pump had a frozen display and the buttons were not responding. The customer stated that she had gone swimming while wearing the insulin pump. The customer stated that water got inside the insulin pump. Nothing further was reported.